Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+1.0/012 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown. D4: serial # (B)(6) d4: expiration date: 31-oct-2021 h4: device manufacture date: 08-nov-2018 claim # (B)(4).

Manufacturer narrative:
Unk, unk, unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # 717301

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+1.0/089 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for another icl lens and the problem was resolved. The cause of the event was unknown.